Event description:
Liac crest biopsy procedure; when rotating the needle to sever the biopsy specimen, the needle broke. Approximately 2-3 cm of the needle remained in the bone; the surgeon has not yet removed the remaining part, as the patient does not have any problems or pain.